Manufacturer narrative:
The reagent lot number is 906119. The expiration date was not provided. The field service representative found that the mixer paddle was bent. He adjusted the mixer paddle and performed successful checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys total psa results for 2 patient samples on a cobas e 411 analyzer (disk system). Sample 1: the initial result was < 0.014 ng/ml with a data flag. The sample was repeated, and the result was 4.28 ng/ml. This result was believed to be correct. Sample 2: the initial result was < 0.014 ng/ml with a data flag. The sample was repeated, and the result was 0.022 ng/ml with a data flag. The sample was repeated, and the result was 3.91 ng/ml. A new sample was drawn from the patient and sent to another laboratory to be tested on another cobas e 411 module. The result was 5.0 ng/ml. This result was believed to be correct. The samples were repeated because the doctor questioned the results.

Manufacturer narrative:
The calibration and qc were acceptable. The investigation determined that the service actions resolved the issue.